Event description:
During the index procedure one endeavor resolute drug-eluting stent was implanted in the lm and one endeavor sprint drug-eluting stent was implanted in the lad. The investigator became aware approximately 49 months later that the patient had expired. Date and cause of death is unknown. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results/ conclusion: inherent risk of procedure (death). (B)(4).